Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced insulin flow block alarm event on (B)(6) 2024. No further information available.

Manufacturer narrative:
(B)(6). Patient country: spain.